Manufacturer narrative:
Remedial action initiated; corrected data: the previously submitted manufacturer report inadvertently did not include the actions taken for the reported event. Action reported to FDA; corrected data: the previously submitted manufacturer report inadvertently did not include the internal reporting number assigned for the actions for the reported event.

Event description:
Additional information was received that a pre-surgical evaluation was performed at all 7 positions and the heartbeat sensitivity setting was determined to be 2 according to the assessment. Lead impedance was within the normal range (~3400 ohms) during the autostim diagnostics. Programming history from the date of implant. Two diagnostic tests were performed, both with results within normal limits: (1719 ohms and 1589 ohms). Tachycardia detection was programmed on, and sensitivity levels 1, 3, 4, and 5 were attempted. All output currents were off. At the conclusion of the available history, the device remained programmed off and the sensitivity setting was 5 with tachycardia detection remaining on. As only one interrogation was performed at the conclusion of surgery, the foreground heart rate is only available for that line on review of the decoder at sensitivity level 5, the foreground heart rate was 66.8 bpm. As a part of the field action, a company representative performed heartbeat testing for the patient's device with the permission of the physician. The patient's heart rate was verified to be detected by the generator at both seated and standing at a sensitivity setting of 2.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a new vns patient was being implanted with a generator and lead on (B)(6) 2015. The pre-surgical evaluation form was completed and the sensitivity setting of 3 was determined for the heartbeat detection. The surgeon had implanted the leads and generator at the pre-determined positions. The generator was then interrogated and diagnostics were performed without issues. Patient information was inputted and the diagnostics were normal with 1791 ohms. The generator was not turned on during the surgery. Heart rate detection was tested and only &#34;???&#34; was observed for setting 3. All of the sensitivity settings were tested three times and the correct heart rate was only detected at setting 4 or 5 briefly for 3 seconds before the &#34;???&#34; appeared. Sometimes, the heart rate was noted to be very high (confirmed inaccurate) but mostly the &#34;????&#34; was observed. The wand was attempted to be rotated at several directions but this did not resolve the issue. There were three big lights, an EKG monitor, and other medical equipment but electromagnetic interference was not suspected as the diagnostic testing was completed without any issues with the presence of these equipment. As the generator was already placed within the generator pocket, the generator was not moved to another location for better heart rate detection. A review of device history records for the generator shows that no unresolved non-conformances were found.additional relevant information has not been received to date.

Event description:
It was later reported that the generator was replaced. An estimate of battery life calculation was performed and results showed 7.2 years remaining until battery depletion, and suggested the battery may have depleted prematurely. Review of the downloaded data was performed, but there was insufficient data to draw a conclusion on whether the device had depleted normally or prematurely. The explanted device has not been received by the manufacturer to-date.

Event description:
The explanted device was received by the manufacturer. Analysis is underway, but has not been completed to-date.

Event description:
Analysis was completed for the returned generator. The reported undersensing was not duplicated. The pulse generator performed according to functional specifications. The pulse generator diagnostics were as expected for the programmed parameters. Electrical evaluation showed that the pulse generator performed according to functional specifications. The battery measured 2.756 volts and was not in a depleted condition. The downloaded data revealed that 30.729% of the battery had been consumed. With the pulse generator case removed and the battery still attached to the printed circuit board assembly, the battery measured 2.753 volts. The battery was removed. The printed circuit board assembly was subjected to an electrical test. Results show that the printed circuit board assembly failed several electrical tests. Fine grit sandpaper was used for the removal of observed contaminates from the trimmed edge of the printed circuit board assembly. After the trimmed edge of the printed circuit board assembly was cleaned, an electrical test was performed. Based on the results, the contamination that was observed on the trimmed edge of the printed circuit board assembly suggest probable electrical paths were established between the copper edges on the trimmed edge, which contributed to the supply current conditions. Remaining residual material on the printed circuit board assembly edge after the test tab removal manufacturing process resulted in increased current consumption out of specification) for both standby and pulsing modes of operation, and may have been the contributing factor for the premature end-of-life.